Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the bmw guide wire became stuck with another company's pacing lead several times during a crt implant. The guide wire and lead had to be removed from the pt several times during implant. One bmw guide wire became stuck completely; therefore, another company's guide wire was used. It was noted that the bmw guide wire is not believed to be compatible with the lead. No pt effects were reported. No additional event or pt info is available. This is being filed based on lab analysis which revealed a separated shaping ribbon.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood in the competitor's pacing lead. There was contrast on the shaping ribbon, on the core, and center solder. The guide wire was returned frozen in the competitor's pacing lead. The shaping ribbon was separated, 2.4 cm distal to the center solder. The separated portion was not returned. The core was still intact. The tip coils were separated, 3 mm distal to the center solder. The distal end of the guide wire was protruding out of the tip of the competitor's pacing lead for a length of 2.4 cm. There was no other damage noted to the guide wire. An attempt was made to remove the guide wire from the competitor's pacing lead, but the guide wire could not be removed. The guide wire and the competitor's pacing lead was soaked in a warm water bath overnight. Another attempt was made to remove the guide wire from the competitor's pacing lead and the guide wire could not be removed. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.